Event description:
It was reported that an ilet pump exhibited an unresponsive touchscreen on the lock screen, preventing confirmation of a firmware update and normal interaction despite cleaning, charger use, wake-button calibration, restart attempts, and third-party assistance; the device component implicated was the touchscreen and the problem was a fracture, and a replacement pump was provided while the user continued cgm use. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed a stress-related problem associated with the touchscreen, consistent with a fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.